Event description:
Tech alleged that the siderail could not latch. No pt impact.

Manufacturer narrative:
The tech replaced the siderail end tube, lower pivot block, bolt and roller guide to resolve the issue.